Manufacturer narrative:
P-cap, reservoir locks properly into place. Unit passed displacement test, rewind test, prime, seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. Power management graph displays unexpected battery power loss and pump received error detected alarm due to j6 connector resistance issue. Unit received with pillowing keypad overlay, minor scratches on case, cracked keypad overlay, keypad overlay texture damage and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarms multiple. Customer was able to clear the alarm and able to complete rewind. The customer also stated that they experienced high blood glucose level and declined troubleshooting. The insulin pump's label was also rubbed off. No harm requiring medical intervention was reported. The device will be returned for analysis.